Event description:
Procedure: lower anterior resection. According to the reporter: the device was used to close and transect the distal colon. After firing the stump did not close and no staples were found in the cartridge. Suturing was done to resolve the issue. The surgery time was extended by more than 30 minutes. No further complication was reported. The patient sex or age was not provided.

Manufacturer narrative:
Initial report submitted: 08/11/2008.